Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel was buckled. Based on the result, we concluded that it was caused due to an excessive force applied. Based on the technical report, it was evaluated not to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The op channel is kinked. It is buckled at 64cm. This event occurred at the time of before use. There was no report of patient harm.